Event description:
Customer restored failed automatic quality control (aqc) parameter (pco2) and run patient samples on the instrument. Customer indicated that there were 2 patients run between 8am and 4pm on (B)(6) 2015. There was no report of injury due to this event.

Manufacturer narrative:
Customer should not have restored failed aqc parameter (po2) and run patient sample. Customer confirmed that patients' treatment and health were not affected by this event. Customer indicated that they would re-train their operators on the proper way to re-run failed aqc. The event has occurred due to an operator error.